Manufacturer narrative:
The reported complaint of telemetry challenges with the dislodged alp was confirmed. The likely root cause for persistent loss of telemetry was due to the intermittent telemetry scores from the atrial lp, likely because of a combination of atrial lp dislodged into pulmonary artery/lung; and suboptimal atrial lp position for telemetry using standard ECG patch placement on torso. In general, the aveir programmer system appears to be performing per design given the situation. Moreover, there is no indication that there is anything functionally wrong with the atrial lp itself. Visual inspection of the device found the outer helix stretched out of specification and no anomaly on the inner helix. The helix elongation is consistent with having occurred during procedure. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that on (B)(6) 2025 during post hospital discharge check that they were unable to initiate communication with the chronic right ventricle leadless pacemaker and the new right atrium leadless pacemaker (ralp). It was discovered that the ralp had dislodged and in the pulmonary artery. The physician elected to explant and replace the ralp. The devices were able to establish connection after replacing the ralp. The patient was stable following the procedure.